Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose went over 400 mg/dl. Customer advised they had an air bubble in the reservoir and also experienced issues with their sensor glucose versus blood glucose. Customer advised there was a 4 inch air bubble in the tubing. Customer was advised to use reservoirs at room temperature and to avoid refrigerating them. Troubleshooting for high blood glucose was performed. Customer advised there was a little bit of blood at their site. Customer performed and passed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.